Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented after experiencing daily syncopal episodes and with shortness of breath, fatigue, cough, fluid retention, and apparent heart failure exacerbation. The quadripolar left ventricular (lv) lead exhibited rising, high, and unstable pacing thresholds in addition to non-capture depending on the pacing vector. The lead also exhibited high, undefined, and unstable pacing impedance. Vectors involving two of the electrodes in particular yielded values in the normal range. X-ray evaluation ruled out the possibility of lead dislodgement or connection issue. The lead was reprogrammed and the patient's heart failure symptoms subsided in a matter of minutes. The lead remains in use. No further patient complications have been reported as a result of this event.